Event description:
The paper reported 21 case of vinv in mitroflow, 61.9% males; mean age 82.4 ± 5.4 years, 12 transapical and 9 transfemoral, n=6 mitroflow size 21 mm, n=15 mitroflow size 23 and 25 mm. A varc-2 complication occurred in 23.8% of cases, including 3 coronary occlusions. In-hospital mortality was 9.5%. The 20 mm transcatheter valves presented significantly higher postoperative peak and mean aortic gradients than other sizes (54.1 ± 11.3 mmhg vs 29.9 ± 9.6 mmhg, p = 0.003; and 29.3 ± 7.7 mmhg vs 17.4 ± 5.9 mmhg, p = 0.015, respectively). There were 12 cases of patient¿prosthesis mismatch (57.1%) and 3 cases (14.3%) of severe patient¿prosthesis mismatch. Cumulative survival was 85.7% ± 7.6% at 1 year, 74.3% ± 10% at 2 years and 37.1% ± 14.1% at 5 years. Paper: balloon-expanding transcatheter aortic valve implantation for degenerated mitroflow bioprostheses: clinical and echocardiographic long-term outcomes victor x. Mosquera a,, alberto bouzas-mosquera , yago vilela-gonza´leza, carlos velascoa, jorge salgado-ferna´ndezb, ramo´ n calvino-santos ~ b, nicola´s va´zquez-gonza´lezb, jose´ m. Va´zquez-rodri´guezb.

Manufacturer narrative:
The health effect - clinical code corrected since the paper reports that aortic regurgitation (ar) was the most frequent mechanism of bioprosthesis failure in 11 patients. Since the individual patient information was not provided, a specific correlation between each patient/device and the related clinical signs and conditions cannot be provided at this time. Since the devices remain implanted (valve in valve -viv- performed), no inspection on the devices is possible at this time. The manufacturer attempted to retrieve additional information regarding the event, and the devices involved. However, no further information has been provided by the author to date. As such, the manufacturer is unable to perform any additional investigation. Based on the available information, it is not possible to establish a definitive root cause for the reported event. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow valve IFU. The event is, therefore, a known inherent risk of the device. Should additional information be provided in the future, the manufacturer will re-assess the event and provide an update to the competent authority.

Event description:
See initial report.